Manufacturer narrative:
1038671-2025-00015 concomitant devices: 0749094, 234-03-04 - optetrak asy, ps cemented femoral, sz 4, (B)(6), 204-04-44 - trapezoid tibial tray sz 4f/4t, (B)(6), 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall [z-0019-2022]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00015. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 189 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, ambulation difficulties, discomfort, pain, osteolysis, and balance problems. Initial surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.